Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta) the 155 cm. Saber 8 mm. X 4 cm. Balloon catheter (bc) ruptured. The product was exchanged for another bc. The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the iliac artery. The lesion was reported to be: not calcified and moderately tortuous. The rate of stenosis was unknown. Additional information received indicated that there was no difficulty removing the product from the hoop, or any difficulty removing the protective balloon cover, stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintain negative pressure). The product was removed intact (in one piece) from the patient. It was unknown: what contrast media are you using (brand and manufacturer), what was the contrast to saline ratio, a how many atmospheres did the balloon burst occur, what type and brand of inflation device was used (indeflator/syringe), was the same indeflator used successfully with other devices, was there any resistance/friction while inserting the balloon through the rotating hemostatic valve, was there any resistance/friction while inserting the balloon through the guide catheter, was there difficulty advancing the balloon catheter through the vessel, was there difficulty crossing the lesion, was the catheter ever in an acute bend, it the balloon catheter kinked while being used, was the balloon catheter removed easily from the patient, vessel, etc. No additional information is available.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) the 155 cm. Saber 8 mm. X 4 cm. Balloon catheter (bc) ruptured. The product was exchanged for another bc. The procedure finished successfully. There was no reported patient injury. The target lesion was the iliac artery. The lesion was reported to be: not calcified and moderately tortuous. The rate of stenosis was unknown. Additional information received indicated that there was no difficulty removing the product from the hoop, or any difficulty removing the protective balloon cover, stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintain negative pressure). The product was removed intact (in one piece) from the patient. It was unknown: what contrast media are you using (brand and manufacturer), what was the contrast to saline ratio, a how many atmospheres did the balloon burst occur, what type and brand of inflation device was used (indeflator/syringe), was the same indeflator used successfully with other devices, was there any resistance/friction while inserting the balloon through the rotating hemostatic valve, was there any resistance/friction while inserting the balloon through the guide catheter, was there difficulty advancing the balloon catheter through the vessel, was there difficulty crossing the lesion, was the catheter ever in an acute bend, it the balloon catheter kinked while being used, was the balloon catheter removed easily from the patient, vessel, etc. No additional information is available. The product was not returned for analysis. A device history record (DHR) review of lot 17284790 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate tortuosity with an unknown rate of stenosis may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.